Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (mlad) artery. A 15mm x 2.75mm nc quantum apex¿ balloon catheter was advanced for predilation. However upon the third inflation at 20 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.